Event description:
Customer reported hospitalization due to an infection near the infusion set site. Customer stated that the site was red, swollen and there were signs of puss. Customer was unable to troubleshoot at the time of the call and stated that he will call back. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.